Manufacturer narrative:
The returned cable was evaluated. During evaluation it was found that the cable did not initially respond, however after manipulating the cable, the cable started getting measurements. X-ray investigation revealed potentially frayed or broken wires at the bend relief area near or inside the ch connector of cable. A lot history review reveals that this cable has been in the field for over one year with no previous reported issues.

Event description:
Customer reports uspo2 cables do not function with sensors. No further details available.